Event description:
The lab noted a blue top bd test tube malfunction on the automated line of the automated workflow machine. The inner sleeve of the collection container separated from the outside during the automated de-capping process.